Event description:
Boston scientific crm received information that this device system was explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician. This lv lead associated with the device system appeared to have blood in the lumen at the time of explant. The local area sales representative requested post market quality assurance laboratory analysis to determine if a nick in the insulation had occurred. The representative noted that lead measurements had remained within normal limits.

Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.